Event description:
It was reported that patient was experiencing painful stimulation on left side of her neck into her ear when vns goes off. Sometimes this causes her headache. The pain is worse at night. Vns output was adjusted up, which made the pain worse. The neurologist programmed the output down and noted the impedance was normal. Patient is being referred for a chest x-ray and a consult with her surgeon about a possible shift in her vns connection. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.